Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right atrial (ra) lead had hematoma evacuation. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d6b: explant date; and h6: patient codes. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to hematoma. No additional adverse patient effects were reported. The ra lead was explanted. Additional information indicated that the patient had an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of hematoma and infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to hematoma. No additional adverse patient effects were reported. The ra lead was explanted. Additional information indicated that the patient had an infection. No additional adverse patient effects were reported.